Manufacturer narrative:
Additional information was received, indicating that there was no patient involvement.

Manufacturer narrative:
One medfusion 3500 pump was returned for the evaluation of the reported event. The pump was received with the plunger case seal damaged. A manufacturing DHR, device history review, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The error history log displayed a "check clutch/plunger lever error" message. To further investigate the reported issue, a start-up, multiple flow, and occlusion tests were conducted but the reported issue was not duplicated. After checking the alarm history, the technicians noticed the clutch was released during an infusion which caused the "check clutch" error. The clutch half's left and right were replaced with leadscrew and spring as a preventative measure as the parts were over five years old.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the motor stopped running during infusion, but not on a patient.